Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant products: 450cc mentor smooth round moderate plus profile, catalog # 3502450, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a 450cc mentor smooth round moderate plus profile saline breast implant and experienced postoperative deflation on an unknown side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report has been defaulted to the right-sided implant. If additional information become available, a supplemental report will be submitted.